Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
It was reported to vyaire medical that transducer fault alarm occurred on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.